Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with an intermittent button response due to corroded keypad traces. No moisture damage found inside the insulin pump. Insulin pump passed displacement test, operating currents, self test and off no power test. No battery out limit alarm noted. Insulin pump received with minor scratches on display window, cracked case display window corner and cracked reservoir tube lip.

Event description:
Customer reported receiving a battery out limit alarm on the insulin pump and stated that none of the buttons were working. Customer stated that she was stuck in a rain storm and the insulin pump was exposed to water. Customer's blood glucose reading at the time of the call was 152 mg/dl. No further information reported.